Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage hazard alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted system controller event log file contained approximately 7 days of data (30dec2022 ¿ 05jan2023 per the timestamp). The log file captured a low voltage hazard alarm on the first event in the log file (captured on 30dec2022 at 08:30:29) due to a loss of external power while connected to the mpu. The system controller backup battery supported the system during the losses of external power. The data was overwritten by newer incoming data, therefore, the exact time that the alarm activated, and duration of the alarm could not be determined from this log file. The alarm appeared to resolve once external power to the mpu was restored. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The submitted system controller periodic log file contained approximately 174 days of data (14jul2022 ¿ 04jan2023 per the timestamp). The log file captured the system controller backup battery usage count increase from a count of 11 to a count of 12 between 29dec2022 at 11:39:51 and 30dec2022 at 11:39:45 due to a loss of external power; this is consistent with the loss of external power captured on 30dec2022 at 08:30:29 in the system controller event log file. The periodic log file only collects data at specified time intervals rather than upon the detection of an event, therefore, the exact time that the usage count increased and the initial conditions that caused the usage count to increase cannot be determined from this log file. The pump maintained a speed above the low speed limit without issue throughout the log file. Additional information provided communicated that the mpu has a v-lock connector on the ac power cord. It is not known if the ac power cord became loose from the wall outlet or from the back of the unit. It is also not known if there were any environmental circumstances that would have affected ac power at the time of the loss of power while connected to the mpu. The mpu was operating as expected. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu) was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 01jul2021. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 instructions for use section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that upon review of the patient's log files a power cable disconnect and low power hazard alarm were seen to have occurred on (B)(6)2022 at 8:30 am. The alarms occurred while the patient was supported by the mobile power unit (mpu). The emergency backup battery supported the patient until external power was restored. The mpu was later tested in the emergency department on (B)(6) 2023 where it was found to be functioning properly.